Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical products: 5076 lead implanted: (B)(6) 2006; 4196 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered an alert. The lead exhibited noise and a high v-v count. Explant was difficult as the patient's subclavian vein was occluded. The rv lead was explanted and replaced. During the explant of the rv lead the right atrial (ra) lead became dislodged and it was not possible to implant a new ra lead at that time. The ra lead was partially explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The right ventricular defibrillation coil was fractured at the 1st rib/clavicle location. The outer insulation and inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.